Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. 64) 2013 (left hip).

Event description:
Litigation papers allege: on (B)(6) 2008, patient was implanted with a depuy asr hip on her left side. After her surgery, patient began to experience severe pain in her left hip, which has not dissipated with time. Patient intends to undergo revision surgery, if indicated by her doctor. Update: (B)(6) 2011 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.